Event description:
While impacting liner, it did not seat. Impacted a second time, appeared to seat down but was unstable. There was play between shell and liner. Liner removed and a second liner used.